Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer had to change the reservoir/infusion set and then the pump was delivering 0.4 units before the alarm. Customer's blood glucose level was 170 mg/dl before breakfast. Customer stated that his blood glucose level was high because the pump was not delivering insulin. Customer stated that right after the pump rewinds, the motor error alarm occurs. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.